Manufacturer narrative:
A review of the device history record (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2013 navilyst medical complaint report was reviewed for the product family of "y-adaptors" and the failure mode of "air bubbles." No adverse trends were identified. The customer's reported complaint description cannot be confirmed, nor can a root cause be identified as no sample was returned for eval. On (B)(4) 2013, the navilyst medical sales rep performed in-service education at the reporting hospital. The hospital has decided to revise their convenience kit to replace the option 125 y-adaptor with the gateway y-adaptor. This change was implemented on (B)(6) 2013. As no trends exist for this failure and no quality issues were noted in the DHR review, there is no reason to believe these events were the result of the manufacturing issues. Manufacturing process controls for the option 125 y-adaptor include 100% visualization under magnification for damage, proper assembly, and foreign matter. Testing is performed for proper cap functioning, as well as air leak testing. (B)(4).

Event description:
As reported, the hospital has experienced four instances in which the touhy-borst portion of the option 125 y-adaptor did tightening down sufficiently, and allowed air to enter the line. No air was injected, and there were no pt injuries. The hospital is a new user of the navilyst medical convenience kit with this y-adaptor. The used device samples were discarded by the hospital.